Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("failure to occlude fallopian tubes during sterilisation"). The patient had a medical history of device ineffective, dyspareunia, vaginal bleeding, chronic urinary tract infection, stomach cramps, parity 3, anemia, headache, bloating, vaginal discharge, smoker, tenderness epigastric, depression, anxiety, palpitation, breast discharge and irregular periods. The patient had a family history of breast cancer. Concomitant products included diazepam, nefopam, medroxyprogesteron (medroxyprogesterone acetate) and sertraline. On (B)(6) 2016 the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for pelvic pain and genital haemorrhage were unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: new ha number received on 18-apr-2023: (B)(6). Date: (B)(6) 2017 operation: laparoscopic right salpingectomy. Patient had fitted essure 3 years ago. She subsequently had to have device removed form her right fallopian tube. Patient feels that she had recurrent abdominal problems since the device was fitted and would like to have implant removed from her left fallopian tube. She had recurrent urinary symptoms, abdominal pain and recurrent vaginal bleeding. Date: (B)(6) 2022 operation: laparoscopic salpingectomy left with removal of essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.337 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017 : left tube blocked, right tube still patent; on (B)(6) 2017 : confirms that the right tube has not been blocked with essure implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("failure to occlude fallopian tubes during sterilisation"). The patient had a medical history of uti, abdominal distension, nausea, coital bleeding, lower abdominal pain, uti, device ineffective, dyspareunia, vaginal bleeding, chronic urinary tract infection, stomach cramps, parity 3, anemia, headache, bloating, vaginal discharge, smoker, tenderness epigastric, depression, anxiety, palpitation, breast discharge and irregular periods. The patient had a family history of breast cancer. Concomitant products included diazepam, nefopam, medroxyprogesteron (medroxyprogesterone acetate) and sertraline. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological disorder"), abdominal distension ("bloating"), abdominal pain lower ("cramps"), coital bleeding ("post coital bleeding."), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), disorder urinary tract ("disorder urinary trac"), pruritus ("itching") and depression ("depression"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, dyspareunia, mental disorder, abdominal distension, abdominal pain lower, vaginal haemorrhage, urinary tract disorder, pruritus and depression were unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, bladder disorder, coital bleeding, depression, dyspareunia, genital haemorrhage, mental disorder, pelvic pain, pruritus, urinary tract disorder, disorder urinary tract and vaginal haemorrhage to be related to essure administration. The reporter commented: new ha number received on 18-apr-2023: (B)(4). Date: (B)(6) 2017 operation: laparoscopic right salpingectomy. Patient had fitted essure 3 years ago. She subsequently had to have device removed form her right fallopian tube. Patient feels that she had recurrent abdominal problems since the device was fitted and would like to have implant removed from her left fallopian tube. She had recurrent urinary symptoms, abdominal pain and recurrent vaginal bleeding. Date: (B)(6) 2022 operation: laparoscopic salpingectomy left with removal of essure implant. Dates of removal- (B)(6) 2017 and (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.337 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: left tube blocked, right tube still patent; on (B)(6) 2017: confirms that the right tube has not been blocked with essure implant [ultrasound pelvis] on (B)(6) 2018: normal appearance to an anteverted uterus. Clear, 3mm endometrial cavity. Normal appearances to both ovaries with a normal dominant follicle in the right ovary. No obvious adnexal masses, cysts or free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New event dyspareunia, mental disorder, bloating, abdominal pain lower, anxiety, coital bleeding, depression, vaginal bleeding, urinary tract disorder & itching added. Medical history, concomitant condition & reporter information updated. 01-dec-2023: no new information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("failure to occlude fallopian tubes during sterilisation"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain and genital haemorrhage were unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01153, w392975) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("failure to occlude fallopian tubes during sterilisation"). The patient had a medical history of device ineffective, dyspareunia, vaginal bleeding, chronic urinary tract infection, stomach cramps, parity 3, anemia, headache, bloating, vaginal discharge, smoker, tenderness epigastric, depression, anxiety, palpitation, breast discharge and irregular periods. The patient had a family history of breast cancer. Concomitant products included diazepam, nefopam, medroxyprogesteron (medroxyprogesterone acetate) and sertraline. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for pelvic pain and genital haemorrhage were unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: new ha number received on 18-apr-2023: 5172130. Date: (B)(6) 2017. Operation: laparoscopic right salpingectomy. Patient had fitted essure 3 years ago. She subsequently had to have device removed form her right fallopian tube. Patient feels that she had recurrent abdominal problems since the device was fitted and would like to have implant removed from her left fallopian tube. She had recurrent urinary symptoms, abdominal pain and recurrent vaginal bleeding date: (B)(6) 2022 operation: laparoscopic salpingectomy left with removal of essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.337 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: left tube blocked, right tube still patent; on (B)(6) 2017: confirms that the right tube has not been blocked with essure implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Lot number added. Historical conditions, family history, concomitant drugs, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("failure to occlude fallopian tubes during sterilisation"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for pelvic pain and genital haemorrhage were unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: new ha number received on 18-apr-2023: 5172130. Additional essure removal date reported: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-aug-2023: lot number added. Essure insertion date updated. Reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("failure to occlude fallopian tubes during sterilisation"). The patient had a medical history of uti, abdominal distension, nausea, coital bleeding, lower abdominal pain, uti, device ineffective, dyspareunia, vaginal bleeding, chronic urinary tract infection, stomach cramps, parity 3, anemia, headache, bloating, vaginal discharge, smoker, tenderness epigastric, depression, anxiety, palpitation, breast discharge and irregular periods. The patient had a family history of breast cancer. Concomitant products included diazepam, nefopam, medroxyprogesteron (medroxyprogesterone acetate) and sertraline. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological disorder"), abdominal distension ("bloating"), abdominal pain lower ("cramps"), coital bleeding ("post coital bleeding."), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), disorder urinary tract ("disorder urinary trac"), pruritus ("itching"), depression ("depression"), back pain ("back pain ¿ shooting pains down both legs"), intervertebral disc protrusion ("prolapsed intravertebral disc"), depressed mood ("mood dip") and breast mass ("lump in her right breast referred previously referred to breast clinic for cyst in her left breast."). The patient was treated with depo provera (medroxyprogesterone acetate) as well as surgery (salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, dyspareunia, mental disorder, abdominal distension, abdominal pain lower, vaginal haemorrhage, urinary tract disorder, pruritus, depression, back pain, intervertebral disc protrusion, depressed mood and breast mass were unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bladder disorder, breast mass, coital bleeding, depressed mood, depression, dyspareunia, genital haemorrhage, intervertebral disc protrusion, mental disorder, pelvic pain, pruritus, urinary tract disorder, disorder urinary tract and vaginal haemorrhage to be related to essure administration. The reporter commented: new ha number received on (B)(6) 2023: (B)(4). Date: on (B)(6) 2017 operation: laparoscopic right salpingectomy. Patient had fitted essure 3 years ago. She subsequently had to have device removed from her right fallopian tube. Patient feels that she had recurrent abdominal problems since the device was fitted and would like to have implant removed from her left fallopian tube. She had recurrent urinary symptoms, abdominal pain and recurrent vaginal bleeding date: on (B)(6) 2022 operation: laparoscopic salpingectomy left with removal of essure implant. Dates of removal- on (B)(6) 2017 and (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.337 kg/sqm. [Biopsy] on (B)(6) 2022: biopsy was normal [hysterosalpingogram] on (B)(6) 2017: left tube blocked, right tube still patent; on (B)(6) 2017: confirms that the right tube has not been blocked with essure implant; on (B)(6) 2017: the right tube to be still patent, therefore, she is amenable to have a right salpingectomy laparoscopically [ultrasound pelvis] on (B)(6) 2018: normal appearance to an anteverted uterus. Clear, 3mm endometrial cavity. Normal appearances to both ovaries with a normal dominant follicle in the right ovary. No obvious adnexal masses, cysts or free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2024: medical record received. New events back pain , depressed mood , prolapsed intravertebral disc, breast lump are added. Lab data updated. Treatment drug & new reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("failure to occlude our client¿s fallopian tubes during sterilisation"). There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for pelvic pain and genital haemorrhage were unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.